Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The user reported that the unit is having abattery issue, even when its plugged into power on the wall an error message comes up on the screen "battery not charging". Multiple outlets were attempted, but same message persisted. Seems that the power cord its not taking power. There was no patient involvement.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.